Event description:
It was reported that during a pneumonectomy/segmental bronchi procedure, there were misformed staples/unformed staples; could be removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.